Event description:
Pt inserted a new lens, without rinsing and felt immediate pain, scratching and 3 minutes later, he had to remove the lens. Because of the sensation, the pt consulted with an eye doctor. The doctor's assumption was burning caused by the wrong solution, maybe peroxide. The pt was hospitalized one night because the eye started bleeding. Follow up attempts have been made for more info with no reply to date. This is being filed as burning, bleeding and hospitalization.

Manufacturer narrative:
This is being filed as burning, bleeding and hospitalization. Method: a review of the complaint history record for this product did not establish any conclusive evidence that the device could have caused or contributed to the event. Results: there is no direct causal relationship established between the medical device and the incident the pt complains of. Conclusions: no conclusions can be drawn. Should further info be provided that would change this conclusion, an update to this report will be provided within the month of receipt of the additional info.